Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were gel air bubbles in 20 devices. After use, there was an unspecified number of devices with bubbles in the in gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary: bd received two photos and 109 samples for investigation. The returned samples and photos exhibited air bubbles in the gel. Additionally, 100 retained samples were visually inspected, and no gel air bubbles were detected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and sample quality. Complaints for sample quality were not under statistical control for the month of september 2025; additional testing will be performed. Factors that may contribute to air bubble in barrier were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were gel air bubbles in 20 devices. After use, there was an unspecified number of devices with bubbles in the in gel. No adverse impact was reported regarding the patient or user.